Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The customer noted that the sample gave high igm results of 37.5 mg/l. The customer suspects interference due to this information. A sample was not available for investigation; therefore, it was not possible to define the root cause.

Event description:
There was an allegation of a questionable cardiac c-reactive protein (latex) high sensitive result from the cobas c 503 analytical unit. The initial result was 76 mg/l, accompanied by a data flag. When run on decreased sample volume mode, and the result was 0.000 mg/l, accompanied by a data flag. Manual dilutions of 1:5, 1:10, and 1:20 were completed, and the results were 0.000 mg/l, accompanied by a data flag. They tried to warm the sample and still received a result of 76 mg/l, accompanied by a data flag. They ran the sample on crp4 and received a result of 8.68 mg/l.